Event description:
It was reported that the patient was admitted after a ventricular fibrillation was not successfully terminated. A dft test was performed and device therapy did not terminate the arrhythmia. The device was explanted and replaced. The patient was in good medical condition.